Event description:
The facility rep reported a device with a condition of "not able to load or unload tubing". It is unknown when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "not able to load or unload tubing" was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by an faulty open key on the pump head module (phm) keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated.